Event description:
It was reported the patient felt an overstimulation sensation and a loss of therapeutic effect. It was noted the patient had trouble trying to "set" the device. It was noted the implantable neurostimulator (ins) was ¿zapping her too hard and was hurting her down there.¿ it was further noted that the ¿zapping¿ started on the day of this report. The reporter stated she was not sure the ins was working and she did not know when this started, ¿it was ok for a while.¿ it was noted the patient would wake up and their bladder would be full and the patient ¿had to go.¿ it was further noted the patient was on program 1 at 3.2 v and turned stimulation down to 2.6 v. The reporter stated she had comfortable stimulation in the bicycle area. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va06yat, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient only had about 20 percent relief of incontinence with the device since implant, so she stopped using the system a couple of months ago and turned stimulation off. The patient was getting pain "inside" for the last couple of months. There was no known accident or incident related to the complaint. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient was having gynecological problems. The patient was having itching in the vaginal area and this started prior to having the implantable neurostimulator (ins). The patient was using creams and medication. The healthcare provider reportedly thought the ins was causing the patient to leak too much and was causing their infections. As the time of report, the patient wanted to decrease stimulation. Stimulation was at 5.9v and then was decreased to a comfortable level. A second follow up report will be sent if additional information is received.